Event description:
Patient underwent thyroidectomy as well as septoplasty. She was intubated with trivantage 6.0 tube which had a defective electrode. The tube was removed and she was reintubated with a second trivantage tube which functioned properly. On postop exam she had a hematoma and ecchymosis of the left vocal fold, presumably due to intubation trauma. She also had decreased mobility of the left vocal fold, (not completely immobile), even though the dissection was subjectively atraumatic (nerve did stimulate distally though).clinical engineering evaluation of the device found a bad connection between one of the wires and the tube. No visible signs of damage or abuse.======================manufacturer response for emg endotracheal tube, medtronic xomed (per site reporter)======================pending evaluationwhat was the original intended procedure?thyroidectomy/septoplastydevice #1is this a laboratory device or laboratory test?no